Event description:
Attorney reported: in 2006 - the patient underwent a hernia repair procedure with implant of a recalled composix kugel mesh patch. The patient suffered surgery to remove the mesh patch, hospitalization, severe abdominal pain and swelling, permanent disfigurement to his abdominal area and injuries to his body as a whole which resulted in his death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including patient info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will still submit a follow up report when/if product is returned for evaluation, or additional info becomes available.